Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the unit charged to 200 joules, but would not discharge. The complainant indicated that there was no pt involvement in the reported malfunction.